Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00097: driver 1.

Event description:
During routine removal of an acutrak 2 mini screw, two different driver tips broke. Because the appropriate removal tools were not available, there was a two hour delay in surgery.